Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufacturing and released according to specification. A search on complaints revealed that no similar complains have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Medical devices: 1mtec30 cartridge lot number unknown/not provided, dk7796 handpiece serial number unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol)was implanted using a 1mtec30 cartridge in the right eye (od) on (B)(6) 2017. Post-op day one, the doctor diagnosed the patient with having probable toxic anterior syndrome (tass) and significant endothelial folds-edema and fibrin. Also, the patient had fibrin on the rhexis edge, snowstorm, which improved with usage of intense steroids. The patient also was given topical antibiotics and omidria. The iol remains implanted, there is no plan to explant. No additional information was provided. This report is for the zcb00 intraocular lens. A separate report is being submitted for the cartridge.